Event description:
It was reported that during an unspecified procedure, balloon deflation difficulties occurred. The lesion was located in the mildly tortuous right subclavian vein. The physician predilated the lesion using an unspecified 8mm balloon. Next, the physician advanced the blue max balloon dilatation catheter to the lesion and inflated the balloon once to 14 atms. An encore inflation device was used to deflate the balloon, however, the balloon deflate time was "really slow". The encore was replaced with an unspecified 20 cc syringe and the balloon deflated. The balloon was removed and the procedure was successfully completed. It was noted that the blue max balloon did not rewrap as expected. No pt complications were noted and the pt's condition was reported as "fine".

Manufacturer narrative:
(B) (6). (B) (4).